Event description:
It was reported by the affiliate that during a gastrectomy procedure, the device was locked out. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information: on what tissue type was the device used? At what location on the tissue? Gastric body and it was not thick nor hard. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. During which stroke did the event occur? 1st. What color cartridge was being used? (B)(6). What other color cartridges were used before and after this event? No information. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? The force of firing was higher. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No information. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? The device could not be fired at all.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. One piece sled the ecr60d reload was received for analysis with the one-piece sled damaged and fully loaded with staples. Improper loading of the reload may damage the sled. If the reload is not fully seated when the device is closed, the sled will break. When inserting the reload, slide it against the bottom of the reload jaw until the reload alignment tab stops in the reload alignment slot. Snap the reload securely in place. The instrument is now loaded and ready for use. Please reference the instruction for use for the complete guide to loading and reloading the instrument. Due to the condition of the reload, no functional test could be performed. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.